Event description:
It was reported the patient had a loss of therapeutic effect. The patient walked into the kitchen on the day of this report and they suddenly lost therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# l48620, implanted: (B)(6)1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient. Product ID: 3387-40, lot# j0537615v, implanted: ((B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37602, serial# (B)(4), implanted: 2013 (B)(6), product type: implantable neurostimulator. (B)(4).